Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had frozen display. Customer¿s blood glucose was 179 mg/dl at the time of incident. Customer reported the screen was not completely blank. No alarms occurred during or after the time that the buttons were not responding. Pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try pump with remote. Insert battery alarm did not appear on pump screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to perform the displacement test, sleep current measurement, active current measurement and self test or verify frozen screen due to a constant blank flashing white light on the display.